Event description:
A customer contacted baxter to report that at the end of nitrogen liquid immersion, the technician heard a noise of "bursting" but nothing was observed visually (2 yellows caps were present). The frozen bag was inserted into a pouch and placed in a warm water bath. There was a second bursting sound but nothing was observed visually. The bag was then transferred under the hood to begin the cleaning step where the cellular product was transferred into a transfer bag with a transfer set in the chamber port (located in the middle of the cryocyte bag). The technician observed that the cap was present. During the transfer of the contents of the cryocyte into the transfer bag, the technician noted that at the second port chamber not used, the cellular product was in a small area located between the cap and the yellow d-ring, meaning that the cap was opened and present. Considering that this small area is sterile and the cap was present, the procedure was completed. There is no clinical consequence reported.

Manufacturer narrative:
The evaluation of the actual sample involved revealed that although the customer did not observe any rupture visually as stated in the event description, when the yellow d-ring was removed, the membrane inside the membrane port was missing. During microscopic visual inspection, it was noted that the bag contained several small pieces of the membrane. It appears that the membrane separated from the port during the thawing process. It was not possible to confirm a root cause for this failure.